Event description:
During a colostomy take down the surgeon stated that the firing of the device did not feel right. Upon removing the stapler the surgeon noticed that the device was caught on something. The surgeon had to take apart the anastomosis and purse string to remove the anvil head. The surgeon noticed that many staples did not form completely, and some staples did not form at all. The knife did not appear to engage. Hand sewing the anastomosis increased o.r. Time by one hour and forty five minutes to two hours. There were no pt consequence.